Manufacturer narrative:
Additional information received on 31 may 2016 and includes: pathogen results will not become available. Batch reviews performed on 20 june 2016. (B)(4).

Event description:
The patient came in due to signs of infection. The surgeon revised all implants. The surgery was completed successfully. X-rays and explants are not available.